Manufacturer narrative:
Method: review of information reported. Review of the device history records. Query of lifecell complaint system for any other complaints reported to lifecell against complaint related lot s11273. Results: review of the device history records for complaint related lot s11273 resulted in no remarkable findings, with no nonconformities or deviations related to the nature of this complaint. Lot s11273, did meet qc release criteria for the finished product. Query of lifecell complaint system did not return any other complaints reported to lifecell against complaint related lot s11273. (B)(4). Conclusion: based on the information provided and our internal investigation into lot s11273, it was determined this event is unlikely related to the lifecell device. Other factors, including technique, contribute to the recognized difficulty surgeons experience placing mesh under appropriate tension during laparoscopic procedures, as indicated in our follow up with the surgeon. The device met qc release criteria.

Event description:
It was reported this patient underwent a laparoscopic ventral hernia repair with a lifecell device on (B)(6) 2013. The patient was readmitted from another hospital with evidence of small bowel obstruction; the bowel had slipped anterior to the mesh and become incarcerated. The patient was taken back to the operating room. The surgeon found dense adhesions to the strattice mesh and several enterotomies. He performed a small bowel resection, closed the mesenteric defect and the fascia. There was mesh that remained to the anterior abdominal wall, which was used in the initial closure.